Event description:
It was reported that the customer experienced intermittent ongoing blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the ongoing bg level happening, at times the customer required paramedic intervention and experienced loss of consciousness but specific event dates for those times were unable to be provided. Customer required paramedic assistance consuming carbohydrates and giving glucagon to address bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.